Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
Customer reported via phone call that the insulin pump had moisture damaged. The customer¿s blood glucose level was unknown. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.